Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Returned device was evaluated and found that the battery backup would not hold charge. No power issues were noted during investigation, the user was informed per user guide p/n: (B)(4) stated that not to use any other typed batteries, to only use aaa alkaline typed batteries and to never used old or used batteries which it may cause the pdm not to work properly.

Event description:
The patient's mother reported that her daughter was confused and disoriented so she took her to the hospital. Upon arrival she was admitted to the pediatric intensive care unit for diabetic ketoacidosis and a stomach bug. They placed her on an intravenous therapy to help bring up her ph and lover her blood glucose (exact bg level was not provided). She was unable to go through the history in the pdm as it was missing basal rates, bolus information and the time in the pdm was off by an hour. She is still currently in the hospital at the time of the call.